Manufacturer narrative:
Additional information was received and it was learnt that the misalignment was noted at the six-month follow up visit, therefore updated date of event: (B)(6) 2016. Date received by manufacturer: in the initial MDR, an incorrect date (6/29/2016) was entered. The correct date received by manufacturer is 6/28/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as to date the lens remains implanted. Device evaluation: to date the intraocular lens (iol) remains implanted in the patient's eye; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was implanted in the right eye of a (B)(6) year-old male patient on (B)(6) 2015. Reportedly the patient had a 13 degrees misalignment in the right eye and neither needed or wanted to have the lens repositioned. The patient has also a tecnis toric lens implanted in the left eye which has a 7 degree misalignment. No further information was provided. This report is for the right eye.